Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) paced into a ventricular tachycardia (vt) causing a delay in detection.